Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the trilumen insulation is bunched up approximately 118 mm from the terminal pin. Additionally, the helix is retracted and entwined with tissue. Testing confirmed the insulation integrity and electrical continuity of the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited no capture on the right ventricular(rv) channel one day post implant. A revision procedure was performed and this rv lead was removed from service and replaced. No additional adverse patient effects were reported.